Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion. The patient's system was explanted. No further information is available.

Event description:
New information revealed that the patient was stable following the procedure.